Event description:
A stonetome removal device was used for a procedure(gender, age weight unknown). According to the complainant, "it was unable to advance through a guidewire into the catheter due to the catheter's blockage". The procedure was completed with a different device. There were no patient complications reported with this event

Manufacturer narrative:
As received, it was found that the working length was twisted and bent which made it difficult to advance a 0.035" guidewire through the catheter/ extrusion. But there were no blockages in the catheter. A device history record review of lot number 11441101 was performed and revealed no issues.